Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.